Event description:
It was reported that the stent moved on the balloon. An 8 x 2.75 promus premier¿ drug-eluting stent was used to treat the target lesion; however, the device failed to cross the lesion and the stent moved on the balloon. The device was removed and the procedure was concluded. The patient will be brought back to treat the lesion with a rotablator. The patient was well.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).